Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comments: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive low. In a separate visit the lens was exchanged for a replacement lens of longer length. The problem was resolved. Cause of the event was reported as unknown.